Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec: measurement 0.113 ohm (specification 0.001 - 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.113 ohm. Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 47 milliohms. Measured door frame to door post, resistance was 23 milliohms. Measured door frame to pem rear ground prong, resistance was 21 milliohms. This resistance dropped to 5 milliohms when the power entry module ground wire was agitated at the power entry module side. The assignable cause of the ground bond failure was determined to be poor connection at the power entry module to ground wire interface, and poor connection at the door post to door frame interface. The door post and power entry module harness with ground wire will be scrapped. Device was sent to service.